Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03535, 3006705815-2023-03536. It was reported that the patient had discomfort at the ipg site and lead migration. Surgical intervention was undertaken on (B)(6) 2023 and the ipg was repositioned and the leads were explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.